Event description:
During baxter's eval a device alarmed for a false upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval was unable to reproduce the upstream occlusion alarm during add'l testing and the fluid numbers were found to be within specification. However, the upstream sensor was replaced as a known contributor.